Manufacturer narrative:
(B)(6) 2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and and installation date. Additionally corrective and preventive measures will be implemented, as appropriate. (B)(4).

Manufacturer narrative:
For the customer's instrument (serial ID (B)(4)), the local field service engineer replaced the entire front processing head, which is being returned for the investigation. The issue has been solved with these service actions and the instrument is running without issues with passing tightness check results and with no further evidence of leakage. The investigation is still on-going, and corrective and preventive actions will be implemented as appropriate. (B)(4).

Event description:
A (B)(6) customer reported the generation of invalid runs with different tests on their cobas 6800 system (serial ID (B)(4)). For a few runs, the negative control got a c02h1 flag which means "anomaly during calculation" since there was positive target detected in the negative control. This flag invalidates the samples and they must be repeat tested per the instructions for use. Provided images showed evidence of leakage as droplets were found in the processing module, on the heating station, and around the liquid waste station. A local field service engineer (fse) visited the site and performed the process head tightness check, which failed at multiple positions. The failed positions may cause the generation of the above referenced c02h1 error code. The fse replaced the entire front processing head. The issue has been solved with these service actions and the instrument is running without issues, with passing tightness check results and with no further evidence of leakage. No erroneous results were alleged, and no harm or injury was indicated through the case.